Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine at an unknown dose/concentration for non-malignant pain. It was reported that the patient was in the hospital critically ill and hypotensive. The hcp stated that they wanted to turn the pump off as it may have been contributing to the symptoms. No further complication were reported.